Event description:
Treatment of a clot. On (B)(6) 2014, the patient underwent mechanical thrombectomy. The patient was on plavix and heparin. The patient¿s anatomy was normal in tortuosity; however, it was reported there was proximal stenosis/plaque observed in the initial angiography. During the procedure, it was reported a balloon guide catheter was placed distal to the stenosis and the clot was found in the left m1 on angiography. Two passes were performed with the trevo using a trevo catheter, but the vessel was still occluded. A solitaire 2 was deployed in the m1 and had restored flow. After five minutes, the solitaire was pulled into the balloon catheter, but resistance was felt as the solitaire was halfway inside the balloon catheter and half in the vessel. Upon continuing to pull the solitaire, the stent detached before the proximal marker point. Follow up angiography showed the solitaire was deployed and opened in the part of the ica (internal carotid artery) that previously had the stenosis/plaque. The ica was open and flow festered at the ica as well as the m1. Some clot moved to the aca (anterior cerebral artery). A run was performed from the other side and the patient was found to have filling in the left aca and a good a-comm (anterior communicating artery). As of 10 oct 2014, the patient was reported to be doing well.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
On 16 mar 2015 received medwatch report# mw5039022. The original procedure was on (B)(6) 2014. Covidien was made aware on (B)(6) 2014.

Manufacturer narrative:
(B)(4).